Manufacturer narrative:
This supplemental report is being submitted to provide correction to d9, additional information to h4, and the legal manufacturer's final investigation results. Based on the results of the investigation, the subject device was not returned, therefor a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Field d8: was advertently marked as no. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the light source had scope communication error (b30) on the image processing screen. The issue occurred, during preparation. For use for a diagnostic unspecified procedure. There were no reports of patient harm.